Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was upto 26 mmol/l at the time of incident. The customer also mentioned other blood glucose level such as 14.4 mmol/l. The customer reported that the infusion set cannula was bent. The insulin pump will not be returned for analysis. Frn-unk-rsvr. Unomed set.